Event description:
It was reported that a pump memory error occurred during an update of a new pump and catheter implant. It was indicated that an electric magnetic interference (emi) was present. It was also reported that telemetry indicated a pump memory alarm had occurred. Reporter stated that they were in the post anesthesia care unit (pacu) and updated the pump with new drug and dosing data from shelf state. Upon the update, it was noted twice that a pump medical error (pme) message had occurred and telemetry was cancelled. Pump status showed that pump had stopped. There were no session files for the two previous attempts to update. Reservoir volume reading was at 20ml (20ml pump). Reporter stated that telemetry complete programming was accurate. The drug delivered via pump was morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).